Manufacturer narrative:
During a my3d personalized pelvic reconstruction case, it was reported that a surgeon had difficulty reaming the patient's bone with the reaming guide. As a result, the surgeon had to ream by hand with a midas burr. This caused a surgical delay of an hour; however, the surgery was completed successfully. According to the my3d personalized pelvic reconstruction surgical technique, the acetabulum should be reamed with an acetabular reamer and subsequently checked for fit with the modular trial frame (customized pelvic guide) and modular trial cup (customized pelvic guide). The acetabulum is not advised to be reamed with the modular trial frame attached intraoperatively. It is likely that a fit issue occurred on the ream frame with the reamer, as it was not designed for use with the reamer. As this guidance is in the my3d personalized pelvic reconstruction surgical technique and was not followed, the failure mode for this event will be classified as use error.

Manufacturer narrative:
This event is still under investigation. A supplemental MDR will be submitted once additional information is received.

Event description:
It was reported that during a my3d personalized pelvic reconstruction case, the surgeon had difficulty reaming out the bone with the customized pelvic guide (reaming guide). It was reported that there was difficulty in the orientation of the guide while reaming, and it resulted in over an hour surgical delay. Due to the length of surgical delay, this event will be reported to the FDA as a serious injury. This record captures the customized pelvic guide.